Manufacturer narrative:
(B)(4). Actual sample was received for evaluation. This complaint for the system error 2240 (air in line) was reviewed and the reported issue was not confirmed. Visual inspection, functional test and pressure test (8psi) was performed on the returned sample with no abnormality observed. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter to report a system error 2240 alarm that occurred on the homechoice (hc) machine during the dwell 30 of 35 . There was no patient injury / medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed should any significant supplemental information become available